Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump emitted cs 064 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: a review of the black box showed multiple call service 064 alarms due to a high force occurring from an occlusion during the prime steps. The rewind, load, and prime steps were performed successfully. No alarms occurred during investigation. The call service issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and below the grip pad. The battery cap was not returned, and a test battery cap was used for all testing. The pump cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.